Event description:
It was reported that the customer had a sudden calibration error 20 minutes ago. Customer was asked to change the sensor. Customer had differences in sensor glucose readings and blood glucose levels. Customer's blood glucose level was 196 mg/dl. Customer's sensor glucose reading was 66 mg/dl. Differences were not within an acceptable range. Sensor is 2 days and 10 hours old. Customer stated that the insertion hurt a little more than normal but there was no blood or bruising. Customer also had a threshold suspend alarm. Customer was advised that the sensor may be responding to changes in glucose. Customer was advised to monitor the sensor and is currently wearing the same sensor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.